Event description:
Report received of patient tampering and receiving additional medication. The pump was programmed to deliver 10mg/ml of demerol in the bolus only mode, with an unspecified pca dose, 6 minute patient lockout, and no 4-hour limit. Reportedly, the pump gave an audible alarm and displayed the message "check syringe". The nurse observed that the pump display indicated 120mg had been given, but 180mg was missing from the syringe. It was also noted that the medication vial was popped out of the cradle, and the top glass part of the vial was leaning against the lucite pump door. The vial plunger was also out of place. The pump door remained locked. The customer reported that this had happened with this same patient and different nurses over the course of many days. It is estimated that the patient did this with at least 3 different pumps, but non of the pump were isolated. It was thought that the patient took different objects and pushed on the vial plunger through the small opening in the door where the tubing passes through. The patient was removed from the pump and placed on intramuscular injections of pain medication. The patient did not experience any adverse effects. Though requested, there was no further information available.